Manufacturer narrative:
This is a near incident related to off-label use. The patient underwent an ear operation and had to go back to operating room at a later time point. It was reported that there were no patient consequences. This report is a repeat of MFR report # 3008478369-2018-00005 since the original MFR report was inadvertently overwritten by the importer for reporting a separate incident.

Event description:
Our reference number is qn (B)(4). This is a near incident related to off-label use. The patient underwent an ear operation and had to go back to operating room at a later time point. It was reported that there were no patient consequences. This event was originally reported as 3008478369-2018-00005. However, a maude search showed that this report number was inadvertently overwritten by the importer.